Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/snapping, and large amounts of toxic cobalt chromium metal ions and particles. Update: (B)(4) 2013- pfs and medical records received. Operative notes for the left hip indicated a crack in the proximal femur. A sleeve has been added and reported. Update rec'd (B)(4) 2013- upon medical record review by a medical professional, part/lot was discovered. All products have been updated. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.